Event description:
It was reported by service report that the fowler was not raising. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler, gas spring trip.